Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed 10/09/2012 with the following findings: the keypad was peeling and torn. Removed keypad and contamination was noted under all contacts. The contrast contact was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed torn keys and contamination under keypad contacts. This report is made based on the results of an investigation completed on (B)(6) 2012.